Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the reporter (patient¿s wife) contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch verio iq meter read inaccurately high compared to his feelings and/or usual readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the call recording. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2018 at 5:24pm when the patient obtained a blood glucose reading of ¿190 mg/dl¿ using the subject device which he felt was elevated compared to his feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient usually manages his diabetes using insulin (30 units each morning and night) and denied making any changes to his usual routine in response to the result obtained. The reporter claimed that 1 hour later at 6:24pm, the patient was ¿looking for something to eat¿ and experienced symptoms of ¿sweaty and trembling¿ also "very weak and fell down". The reporter gave him 3 or 4 pieces of ¿glucose candy¿ at 6:30pm and called the emergency services (ems) who arrived in 5 minutes and obtained a blood glucose reading of "38 mg/dl" using the ems meter (exact time not provided). The reporter stated that the ems recommended the patient take some "sugary juice" due to the reported issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and an approved sample site was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.